Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient passed away due to a clot in the outflow graft. The patient's international normalized ratio was lower.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had failure to thrive and worsening chronic kidney disease. The patient was hospitalized and had low flows. The patient had a computed tomography angiography (cta) and a clot was found in the outflow graft. The patient's international normalized ratio was lowered due to the patient being off anticoagulation. On (B)(6) 2023, the patient passed away due to a clot in the outflow graft. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported outflow graft clot could not be confirmed as no product is available for evaluation. The device was not explanted and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported outflow graft clot could not be confirmed as no product is available for evaluation. The customer communicated that no additional information could be provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU is currently available. Section 1, "introduction," lists device thrombosis, renal dysfunction, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.